Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. Physical inspection of the device found that the upper latch switch was not fully seated to the upper auxiliary flex. The separation between the 2 components allows movement of the upper latch switch, which can trigger an intermittent system error 322 alarm. The failed upper auxiliary assembly, which contains upper latch switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.